Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had discomfort/ an ache in the area of implant. This occurred in (B)(6) 2015. The patient noted that she had been doing more yard work. The patient was still getting 50% symptom reduction but did not feel stimulation. Additional information from the consumer reported that there was an extra ache at the site. It hurt to have that area rub on a seat cushion. The ache resolved on its own. The patient saw a doctor in august and the implant needed a new battery. A procedure was going to be scheduled. Further information from the consumer reported that there was no explanation as to why the implant site became very sore. It got better as time went on. The step taken to resolve the issue was battery replacement on (B)(6) 2016. There was no other information provided. Follow up was information was received and the event was updated. If there is any further information, a follow up report will be sent.